Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had experienced a syncopal episode and was found unconscious. Review of device memory revealed the patient had been in ventricular tachycardia (vt) which accelerated to ventricular fibrillation (vf). Antitachycardia pacing (atp) had been delivered, however the patient did not receive any shocks. Reviewed of episodes revealed the patient had multiple episodes of vt with atp delivered. The rhythm would get one beat away from therapy in the vf zone, then drop back into the vt zone for more atp. Technical services discussed possible agonal rhythm or functional undersensing. Atp was programmed off and shocks only were programmed on. Additional reprogramming options were being considered.

Manufacturer narrative:
The available information suggests this device remains in service without additional complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.